Event description:
It was reported that the patient experienced ineffective therapy from the scs system. Reportedly, the patient experienced more relief from the drg trial. As such, surgical intervention took place on (B)(6) 2022 wherein patient received a drg system to address the issue. The scs ipg was explanted and the drg ipg was implanted in the same pocket.

Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.